Manufacturer narrative:
Analysis was normal. The device was interrogated with a programmer and had not reached elective replacement indicator. No anomalies were found.

Event description:
It was reported that infection and vegetation was observed on the system. Device and leads were explanted. No further information available.